Event description:
Surgeon attempted to insert an aa4203tl single piece silicone toric lens. Prior to insertion into the eye the lens jammed in the cartridge. There was patient contact. No patient injury.